Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and gripper line break were confirmed via returned device analysis. The reported difficult or delayed positioning (clip caught on chordae) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break and the gripper line breaks appears to be due to the clip caught on chordae. However, the investigation was unable to determine a clip caught on chordae. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a flail. An xtw clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, the gripper line was observed broken. Two clips were then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a flail. An xtw clip was inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, the gripper line was observed broken. Two clips were then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.